Manufacturer narrative:
It was reported that "syringe leaks upward into chamber above injectate losing pressure for injection to be completed." The customer reported that the syringe was replaced and there was no serious injury identified, medical intervention required, or follow-up care needed. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "syringe leaks upward into chamber above injectate losing pressure for injection to be completed." The customer reported that the syringe was replaced.